Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously reported conclusion codes no longer apply to this event.

Event description:
It was reported that there was a mistake in the initially reporting, the lead was only 2mm away instead of 2cm and it was not repositioned. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead deviated from the planned trajectory while being inserted into the brain. The reporter indicated that a microelectrode recording (mer) was first done. As such, there was a preformed tract for the lead. However, the lead deviated from the trajectory on the last 2cm. The other microelectrodes were left in place for the implantation of the lead. There were no patient symptoms or injuries related to this event. If additional information becomes available, a follow-up report will be submitted.